Event description:
Customer appeared to have had a stroke. Customer's family member attempted a blood glucose test with the freestyle and was unable to get a reading. Meter displayed error 3 messages. An ambulance was called and a reading of 364 mg/dl was obtained with an unk brand of meter. Customer was provided a cat scan and blood work was conducted. The results were not provided by customer. Customer's family member indicated pt was "hydrated" at the hosp and provided insulin, but complete info related to treatment was not provided.